Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. An internal inspection found internal damages to the on/off switch gasket and the main board. The on/off switch gasket and the main board were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.